Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient . (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient receiving intrathecal baclofen 90 mcg/ml (dose 35.999 mcg/day) and sufentanil 100 mcg/ml (dose 40 mcg/day) via an implanted pump. Indications for use included non-malignant pain and chronic low back pain. On (B)(6) , the pump was refilled and the healthcare provider (hcp) accidentally bumped the clinician programmer during the refill session and the programmer turned off. The patient's personal therapy manager (ptm) was showing "pa disabled". This was noticed after the refill on (B)(6) 2015. Pa information was not on the patient's readout. The patient would follow up with the hcp. Additional information was received from a hcp. A programming error occurred: twice the hcp inadvertently set the pa (patient activation) dose to pa disabled and was not sure how that happened. The hcp programmed the settings back into the pump on (B)(6) 2015, pa was enabled, and the issue was resolved. No patient symptoms were reported. Regarding event date, the hcp stated the first time this happened was (B)(6) 2015 and then happened once more at another refill since then. Regarding the type of drug in the pump on (B)(6) 2015, only sufentanil at a dose of 44.68 mcg/day was reported.